Event description:
It was reported the right ventricular lead's capture threshold was high. The physician attempted to reposition the lead, but was not satisfied with the sensing values. The physician elected to remove the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity tests were within specifications. Microscopic analysis revealed a significant amount of dried blood along the lead length. The insulation was extrinsically breached due to a cut whichlikely contributed to the electrical complaint. The damage to the insulation appears to have been caused at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.